Event description:
It was reported that during the treatment of a aci for a sah, the web had detachment problems. A lot of tries of detachment were performed. The physician manipulated the pusher until the web detached. There was no patient injury nor intervention performed. The case was completed.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher) and 4x controllers. Items not returned for evaluation: web implant, introducer, dispenser hoop, and microcatheter. The visual analysis of the returned items found the pusher heater coil exposed and the web implant was not attached, the hypotube was kinked at the proximal connector junction, and the proximal connector was also kinked at the brown lead wire joint. The web implant was not returned for evaluation. Tested the device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the damaged connector. The exposed heater coil was found to be stretched, which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. Although, the device failed the continuity and resistance testing, the heater coil did show signs of controller activation with an indication of melted pet. The heater coil damage likely also contributed to the failed continuity and resistance testing. All returned controllers were assessed and were found to be functioning as normal (see controller evaluations below). Controller 1 investigation (see p23-4315 - controller 1 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.3 v (specification: 11.2 - 11.8v per cf11434). Duration: 737.9ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller 2 investigation (see p23-4315 - controller 2 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.5 v (specification: 11.2 - 11.8v per cf11434). Duration: 733.8ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller 3 investigation (see p23-4315 - controller 3 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.5 v (specification: 11.2 - 11.8v per cf11434). Duration: 737.5ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Controller 4 investigation (see p23-4315 - controller 4 voltage and duration measurement): the wdc-2 board voltage and firing duration was measured using an oscilloscope. When the wdc-2 was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 11.5 v (specification: 11.2 - 11.8v per cf11434). Duration: 737.4ms (specification: 660 - 820ms per cf11434). The wdc-2 board voltage and duration was found to be within specification. Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked, the hypotube kinked, and the heater coil stretched. The implant was not returned for evaluation. The device failed continuity and resistance testing due to the damaged connector and heater coil. However, the heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil likely occurred post-activation. The stretched heater coil is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer, but it has not yet been received. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted with the evaluation results.

Event description:
It was reported that during the treatment of a aci for a sah, the web had detachment problems. A lot of tries of detachment were performed. The physician manipulated the pusher until the web detached. There was no patient injury nor intervention performed. The case was completed.